Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic bilateral ovarian cystectomy. Event description: issue: trocar tip broken during operation. Troubleshooting: search into abdominal cavity n irrigation 3l ns. Physical issue: broken trocar can be seen. Broken part can hurt pt internal organs. Intervention: troubleshooting: search into abdominal cavity n irrigation 3l ns. Patient status: patient injury reported.